Event description:
Boston scientific received information that after the implantation of this implantable cardioverter defibrillator (ICD), it was discovered that the right atrial (ra) lead impedance measurement was above 2,000 ohms and there was noise observed on the atrial electrogram. A revision was performed and the ra lead was found to be functioning normally when measurements were performed after the lead was disconnected from the ICD. The lead was reconnected and again all measurements were within normal range. The physician suspected that the out of range measurement was due to a connection issue as the port was not released of air prior to inserting the ra lead's terminal pin during the initial implantation procedure. No other adverse patient effects were reported.

Manufacturer narrative:
The ICD and ra lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.